Event description:
I went in for a tubal ligation in 2012, cut and burned. I have since been riddled with illness that cannot be explained. I have been tested for so many diseases and illnesses to have all come back negative. I was a completely healthy person before this. I can now only hope to save enough money to pay to have it reversed and that it will work to relieve symptoms. Unfortunately ptls is not yet recognized as a medical condition. The past 6 years have been a very trying time for my family. Symptoms include: fatigue, muscle / joint pain and aches, headaches, nausea, vaginal pain and signs of infection but none present, cysts on ovaries, pain in the abdomen and pelvic area, stomach pain, loss of libido, pms becoming severe, heavy menstrual cycle, missed periods, emotional/moody, night sweats, constipation, and anxiety.